Event description:
It was reported that during a laparoscopic sigma procedure, the device did not fire at all. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Sled movement, cartridge. The ec60 device was received for analysis with no visual non-conformances and with an ecr60m cartridge loaded on the device. In addition the cartridge deck was noted to be damaged. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The device was tested for functionality with a test cartridge reload by loading it into the device. The functional test demonstrated that the staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.